Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. The root cause of the missing parts from the distal tip could not be identified from the information obtained in the investigation results. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: caution: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The additional findings include the following: the ultrasound tip was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera ultrasonic bronchofibervideoscope had parts missing from the distal tip. The issue was found during preparation for use/cleaning; however, the device was not used in any clinical procedure. There were no reports of patient harm.